Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the device. There is no report of accident or trauma.

Manufacturer narrative:
Device investigations, on the received parts, show damage most likely attributable to the removal surgery, but measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, a damage of the conductive link could be suspected as root cause of failure, although it could not be confirmed since the conductive link was not entirely received for investigation. This is a final report.

Event description:
The patient suddenly lost access to sound with the device. There is no report of accident or trauma.